Event description:
Event description cpi received information that during a routine follow-up, this implantable pulse generator (ipg) was found with the magnet mode programmed off and programmed to an unregulated voltage.